Event description:
Reference number (B)(4). Event occurred in hong kong it was reported that patient faced issue with the infusion set as it had some black material inside of it. This issue was reported on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong